Manufacturer narrative:
This supplemental report as submitted to provide additional information from the user facility. The technical director at the user facility further reported that there were no injuries or medical interventions. No foreign objects found and all connections were found to be secure. There was no cable damage and no error message. The device was being prepared to ship to customer and they noticed the equipment had no signal for the sdi outputs. The device was not used on patients, the error was identified in an audit inside their installation.

Manufacturer narrative:
The device will not be returned to the manufacturer as the video system unit will be serviced and repaired (by olympus (B)(4)). The cause of the reported event cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that during preparation for shipment, there was no signal coming from the evis exera iii video system center through the sdi1 (serial digital interface) output. The configurations were verified through the component cable. The initial settings were done as indicated in the instruction manual. The video system and equipment sent a video signal through the sdi 2 output, but no signal through sdi1 output. The unit was not disassembled. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-04308. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on previous investigations, the potential root cause has been determined to be due to the failure of the sdi driver ic on the dx board. Since this event was confirmed at the time of installation of the product, root cause assumes that the sdi driver ic failed because excessive static electricity was applied to the sdi output terminal during the period from unpacking to installation of the product. For the following reasons, this event is not a defect related to the design/manufacture of the equipment, but is considered to be a defect caused by the handling at the time of installation of the equipment. - in order to prevent static electricity from being charged before unpacking the product, the sdi cables and the cv main unit are each packed in antistatic bags, so that excessive static electricity is not applied to the product from product packaging to product unpacking. In the troubleshooting guide of the instructions for use (IFU), the events associated with "the endoscopic image does not appear on the monitor" are described below. - the monitor cable is not connected correctly. - a setting screen is displayed. However, even if the above-mentioned sets are appropriately implemented, the indicated events were confirmed, so it is not considered to be a failure caused by the above handling.